Manufacturer narrative:
All of the buttons functioned properly however; the insulin pump was received with corroded keypad traces. No button error alarm noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a button error alarm. Customer stated they have changed the battery, but the anomaly persisted. Customer stated they did not press on the buttons for three minutes or longer. The customer's blood glucose was 10 mmol/l. The customer agreed to return the insulin pump for analysis.